Event description:
User reports burning smell coming from printer. Upon opening, user noticed the rubber roller was disintegrated. Also noted burn marks on paper when removing and a small stream of smoke. User reports no injuries associated with the malfunction. The field service representative replaced the printer. Performance tests were performed.